Manufacturer narrative:
Due to character restrictions in initial reporter event site name: university (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called from the ICU department to report a pump that is alarming "fo module failure" . Customer was using the fo until the alarm. Prior to the call customer switched to the transducer successfully. Customer is asking how to stop the alarm. Advised that the alarm will continue even with the fo disconnected and that the pump will need to be serviced, but would not affect the function of the pump using the transducer. They do not have another pump available at this time, and will send the pump to their biomed department once it is switched out, or not in use. There was no patient harm reported.

Manufacturer narrative:
Getinge representative assisted advised that the alarm will continue even with the fo disconnected and that the pump will need to be serviced, but would not affect the function of the pump using the transducer. The device was not repaired. After doing 3 gfe we haven't received any information. As of now, the investigation is closed.

Event description:
N/a.